Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), fallopian tube perforation ("perforation (fallopian tube)") and uterine haemorrhage ("abnormal uterine bleeding") in a 45-year-old female patient who had essure (batch no. Cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast conserving surgery in 2011, thyroidectomy in 2014, lymph node excision in 2014, skin cancer in 1983, multigravida and parity 2. Concurrent conditions included overweight, unspecified inflammatory disease of uterus since (B)(6) 2016, perineal pain, penicillin allergy, rubber sensitivity, rash and uterine prolapse. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 15 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pain ("pain nos"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant) and device expulsion ("migration of essure device location of device: essure coil fell out"). The patient was treated with surgery (removal of the device by total hysterectomy and bilateral salpingectomy), surgery (removal of the device by total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage and pain outcome was unknown and the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device expulsion had resolved. The reporter considered device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure date(s) of insertion: (B)(6) 2015, (B)(6) 2015. Abdominal pain decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2016, obervations of uterus, cervix, left fallopian tube and right partial tube showed the cervix measures 2.5x2x1.5 cm. Surface of the uterus is tan-pink and smooth. Cervix is tan-white to tan-pink, smooth. On cut surface, the endometrium is tan-red, glistening and measures 0.3cm. There are multiple myometrium tan-white nodules measuring up to 2x1.5x2 cm in greatest dimensions. Myometrium is tan-pink trabeculae and measures 2cm. Partial right fallopian tube measures 0.5x0.5x0.5cm. Cut surface is unremarkable. The left fallopian tube measures 2.5x0.8x0.6 cm. Surface is tan-pink to tan-purple, smooth, cut surface is unremarkable. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal uterine bleeding, vaginal bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Events updated. Event pain (onset in (B)(6) 2016) added. Batch number confirmed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of device"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 45-year-old female patient who had essure (batch no. Cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast conserving surgery in 2011, thyroidectomy in 2014, lymph node excision in 2014, skin cancer in 1983, multigravida and parity 2. Concurrent conditions included overweight, unspecified inflammatory disease of uterus since (B)(6) 2016, perineal pain, penicillin allergy, rubber sensitivity, rash and uterine prolapse. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 15 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: essure coil fell out / migration of the device") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (removal of the device by total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device expulsion had resolved, the uterine haemorrhage, anxiety and depression outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, fallopian tube perforation, menorrhagia, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure date(s) of insertion: (B)(6) 2015, (B)(6) 2015 (as provided) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2016, observations of uterus, cervix, left fallopian tube and right partial tube showed the cervix measures 2.5x2x1.5 cm. Surface of the uterus is tan-pink and smooth. Cervix is tan-white to tan-pink, smooth. On cut surface, the endometrium is tan-red, glistening and measures 0.3cm. There are multiple myometrium tan-white nodules measuring up to 2x1.5x2 cm in greatest dimensions. Myometrium is tan-pink trabeculae and measures 2cm. Partial right fallopian tube measures 0.5x0.5x0.5cm. Cut surface is unremarkable. The left fallopian tube measures 2.5x0.8x0.6 cm. Surface is tan-pink to tan-purple, smooth, cut surface is unremarkable. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal uterine bleeding, vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: fu4+fu5 processed together: quality safety evaluation of ptc. Plaintiff fact sheet received: event psychological or psychiatric problems condition: depression and mental anguish were added. Concomitant drug added. On 6-aug-2018: fu4+fu5 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 45-year-old female patient who had essure (batch no. Cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast conserving surgery in 2011, thyroidectomy in 2014, lymph node excision in 2014, skin cancer in 1983, multigravida and parity 2. Concurrent conditions included overweight, unspecified inflammatory disease of uterus since (B)(6) 2016, perineal pain, penicillin allergy, rubber sensitivity, rash and uterine prolapse. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 15 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In january 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: essure coil fell out / migration of the device") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (removal of the device by total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device expulsion had resolved, the uterine haemorrhage outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, device expulsion, fallopian tube perforation, menorrhagia, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure date(s) of insertion: (B)(6) 2015, (B)(6) 2015 (as provided) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2016, observations of uterus, cervix, left fallopian tube and right partial tube showed the cervix measures 2.5x2x1.5 cm. Surface of the uterus is tan-pink and smooth. Cervix is tan-white to tan-pink, smooth. On cut surface, the endometrium is tan-red, glistening and measures 0.3cm. There are multiple myometrium tan-white nodules measuring up to 2x1.5x2 cm in greatest dimensions. Myometrium is tan-pink trabeculae and measures 2cm. Partial right fallopian tube measures 0.5x0.5x0.5cm. Cut surface is unremarkable. The left fallopian tube measures 2.5x0.8x0.6 cm. Surface is tan-pink to tan-purple, smooth, cut surface is unremarkable. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal uterine bleeding, vaginal bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "abdominal area pain" added from pfs. Previous event device dislocation clubbed with device expulsion. Previous event pain updated to pelvic pain (symptom). Menorrhagia and vaginal haemorrhage upgraded to serious / incident. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/migration of device'), uterine haemorrhage ('abnormal uterine bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 45-year-old female patient who had essure (batch no. Cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy in 2014, lymph node excision in 2014, breast conserving surgery in 2011, skin cancer in 1983, multigravida and parity 2. On (B)(6) 2016, obervations of uterus, cervix, left fallopian tube and right partial tube showed the cervix measures 2.5x2x1.5 cm. Surface of the uterus is tan-pink and smooth. Cervix is tan-white to tan-pink, smooth. On cut surface, the endometrium is tan-red, glistening and measures 0.3cm. There are multiple myometrium tan-white nodules measuring up to 2x1.5x2 cm in greatest dimensions. Myometrium is tan-pink trabeculae and measures 2cm. Partial right fallopian tube measures 0.5x0.5x0.5cm. Cut surface is unremarkable. The left fallopian tube measures 2.5x0.8x0.6 cm. Surface is tan-pink to tan-purple, smooth, cut surface is unremarkable. Concurrent conditions included unspecified inflammatory disease of uterus since (B)(6) 2016, overweight, perineal pain, penicillin allergy, rubber sensitivity, rash and uterine prolapse. Concomitant products included norethisterone (ortho micronor-28) from (B)(6) 2015 to (B)(6) 2016 for contraception as well as levothyroxine sodium (synthroid) since (B)(6) 2015, megestrol from (B)(6) 2015 to (B)(6) 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 15 days after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: essure coil fell out / migration of the device") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, vaginal hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device expulsion had resolved, the uterine haemorrhage, anxiety and depression outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, fallopian tube perforation, menorrhagia, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure date(s) of insertion: (B)(6) 2015, (B)(6) 2015 (as provided). Patient received treatment for pain, bleeding, migration. (B)(6) 2015 (per mr): 2nd essure procedure since essure coil fell out yesterday. Left tubal occlusion done with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal uterine bleeding, vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2021: medical record received- reporter information was added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/migration of device'), uterine haemorrhage ('abnormal uterine bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 45-year-old female patient who had essure (batch no. Cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy in 2014, lymph node excision in 2014, breast conserving surgery in 2011, skin cancer in 1983, multigravida and parity 2. * on (B)(6) 2016, obervations of uterus, cervix, left fallopian tube and right partial tube showed the cervix measures 2.5x2x1.5 cm. Surface of the uterus is tan-pink and smooth. Cervix is tan-white to tan-pink, smooth. On cut surface, the endometrium is tan-red, glistening and measures 0.3cm. There are multiple myometrium tan-white nodules measuring up to 2x1.5x2 cm in greatest dimensions. Myometrium is tan-pink trabeculae and measures 2cm. Partial right fallopian tube measures 0.5x0.5x0.5cm. Cut surface is unremarkable. The left fallopian tube measures 2.5x0.8x0.6 cm. Surface is tan-pink to tan-purple, smooth, cut surface is unremarkable. Concurrent conditions included unspecified inflammatory disease of uterus since (B)(6) 2016, overweight, perineal pain, penicillin allergy, rubber sensitivity, rash and uterine prolapse. Concomitant products included norethisterone (ortho micronor-28) from (B)(6) 2015 to (B)(6) 2016 for contraception as well as levothyroxine sodium (synthroid) since (B)(6) 2015, megestrol from (B)(6) 2015 to (B)(6) 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 15 days after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: essure coil fell out / migration of the device") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, vaginal hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device expulsion had resolved, the uterine haemorrhage, anxiety and depression outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, fallopian tube perforation, menorrhagia, uterine haemorrhage and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure date(s) of insertion: (B)(6) 2015 (as provided). Patient received treatment for pain, bleeding, migration. (B)(6) 2015 (per mr): 2nd essure procedure since essure coil fell out yesterday. Left tubal occlusion done with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal uterine bleeding, vaginal bleeding, pelvic pain. Batch no cs000xf, production date 2015-04-28 , expiration date 2018-04-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), fallopian tube perforation ("perforation (fallopian tube)") and uterine haemorrhage ("abnormal uterine bleeding") in a 45-year-old female patient who had essure (batch no. Cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast conserving surgery in 2011, thyroidectomy in 2014, lymph node excision in 2014, skin cancer in 1983, multigravida and parity 2. Concurrent conditions included overweight, unspecified inflammatory disease of uterus since (B)(6) 2016, perineal pain, penicillin allergy, rubber sensitivity, rash and uterine prolapse. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 15 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and device expulsion ("migration of essure device location of device: essure coil fell out"). The patient was treated with surgery (removal of the device by total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and uterine haemorrhage outcome was unknown and the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device expulsion had resolved. The reporter considered device dislocation, device expulsion, fallopian tube perforation, menorrhagia, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure date(s) of insertion: 14dec2015, 29dec2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2016, obervations of uterus, cervix, left fallopian tube and right partial tube showed the cervix measures 2.5x2x1.5 cm. Surface of the uterus is tan-pink and smooth. Cervix is tan-white to tan-pink, smooth. On cut surface, the endometrium is tan-red, glistening and measures 0.3cm. There are multiple myometrium tan-white nodules measuring up to 2x1.5x2 cm in greatest dimensions. Myometrium is tan-pink trabeculae and measures 2cm. Partial right fallopian tube measures 0.5x0.5x0.5cm. Cut surface is unremarkable. The left fallopian tube measures 2.5x0.8x0.6 cm. Surface is tan-pink to tan-purple, smooth, cut surface is unremarkable. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal uterine bleeding, vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: ptc global no 2017-015941. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, lot numbers, treatment drugs, historical drugs and conditions, concomitant drugs and conditions, new events vaginal haemorrhage, menorrhagia, device expulsion and fallopian tube perforation added. Outcome for the events vaginal haemorrhage, menorrhagia, device expulsion and fallopian tube perforation added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who received essure for female sterilization. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of the device by total hysterectomy). Essure was withdrawn. At the time of the report, the device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation and uterine haemorrhage to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of the device and abnormal uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 1 month and 14 days after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, neither the exact time point of dislocation nor coils exact location was reported. Despite this lack of information and given its nature, the event migration of the device was considered as related to essure. Change in bleeding patterns, including severe bleeding without timing are common occurrence within consumers using essure. Thus, based on an implied positive temporal relationship and lack of alternative explanation, the event abnormal uterine bleeding was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global no (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of the device and abnormal uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 1 month and 14 days after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, neither the exact time point of dislocation nor coils exact location was reported. Despite this lack of information and given its nature, the event migration of the device was considered as related to essure. Change in bleeding patterns, including severe bleeding without timing are common occurrence within consumers using essure. Thus, based on an implied positive temporal relationship and lack of alternative explanation, the event abnormal uterine bleeding was assessed as related to essure use. This case was regarded as incident since intervention was required. Other non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.